Event description:
On (B)(4) 2011, leica microsystems received a complaint from (B)(4) regarding sub-optimal tissue processing from a protocol (s) run on peloris tissue processor serial number (B)(4) commencing on (B)(4) 2011. On (B)(4) 2011, leica microsystems was advised that 10-15 blocks from the protocol (s) exhibiting sub-optimal tissue processing, were not able to be reported. Specific info concerning whether re-biopsy of a pt (s) was required and/or confirmation that re-biopsy of a pt (s) has actually been performed has not been provided to date.

Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.